Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that mild corrosive debris was noted at the femoral neck trunnion/taper junction of a productive working adult who has been left with severe, debilitating metallosis. Attempts have been made and no further information has been provided.